Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. The foreign object attached/clogged in the forceps channel fell out during manual cleaning, and the foreign object could not be identified. There was no deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the suction cylinder had no color; the plug unit had a scratch; due to a scratch on the objective lens, the image had a partially dark area; the objective lens had a chip; the light guide lens had corrosion; the connecting tube had a buckling; and the universal cord had a peeling coating. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that, during preparation for use, the evis exera iii gastrointestinal videoscope had an obstructed channel. The instrument has been reprocessed according to the olympus manual. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that foreign material came out of the forceps channel port. This report is to capture the reportable malfunction of the foreign material in the forceps channel port noted at estimation.